Manufacturer narrative:
Pending follow up information on refill appointment and overdose symptoms. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Representative contacted technical solutions to report an overinfusion volume discrepancy and overdose symptoms. The patient had been initially seen for a refill, which was said to have "gone smoothly". The patient later had overdose symptoms and was brought to the ER. The next day, the patient was brought to the coronary care unit and was placed on a dopamine drip. The patient's pump was emptied, and 15ml were taken out. The expected volume to be taken out was 19.448ml. The patient did not have any falls, traumas, or mris. The physician was present for the refill and reported that they ensured the correct placement in the refill septum by allowing the pump to self aspirate with positive pressure. Days later, another overinfusion volume discrepancy was alleged with the expected volume being 9.3ml and 8.3ml being returned. The physician filled the pump with saline and will be brought back for a volume check in the future.

Manufacturer narrative:
The physician will keep saline in the pump for the next year as the patient does not want drugs in their pump at the moment and will pursue oral medication in the meantime. As the device was not returned for additional evaluation and investigation, a definitive root cause could not be determined for the alleged issue. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Sales representative confirmed that the patient had saline in their pump for the month leading up to their most recent refill appointment. The expected volume was 15.8ml and 15.5ml of saline was removed. No dose or volume discrepancy was observed. Representative stated that the patient explained their initial experience and symptoms that were alleged. Patient stated that they felt tired as they were checking out from the office on the day of their refill. While they were on their way home, they felt as though they were going to pass out and their mouth became very dry. When they arrived at their home, they called the ER.